Event description:
It was reported that upon completion of a procedure, spd noticed the tip on the long pull reduction instrument was broken off. It is unk what happened to the tip and no comment was made during the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. The mfg records were reviewed and no complaint related issues were found. The product eval visual inspection revealed the tip was broken. The instrument corresponds to drawings and processes at the time of manufacture. Too much force was applied to the tip of the instrument causing it to break.